Manufacturer narrative:
H3 other text : device not yet returned to the manufacturer.

Event description:
The manufacturer was contacted in reference to a rep dreamstation auto CPAP device. The patient alleges respiratory tract irritation, asthma (new or worsening), dizziness and/or headache. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported was contacted in reference to a rep dreamstation auto CPAP device. The patient alleges respiratory tract irritation, asthma (new or worsening), dizziness and/or headache. The device was returned to third party service center and evaluated. Evaluation result stated that foam particles were not observed.